Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an "x" pointing to an open book icon. It was reported that insulin pump was not dropped. Customer's blood glucose was 12.8 mmol/l. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and broken force sensor was noted in the alarm history due to moisture damage noted on force sensor. Moisture damage was also found on the electronics assembly, motor, vibrator motor and battery tube. Unable to performed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. The insulin pump had cracked battery tube threads, cracked case at the battery tube side and scratched case.